Event description:
It was reported upon opening the product, it was folded over on itself and when unfolded (the) matrix was thin in several areas. The product was not used. There was spare product available to be used for the procedure.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.